Event description:
It was reported that patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus). This was an original implant. No allegation against device.

Manufacturer narrative:
Field change: b5, h2.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to unknown reasons. All components were explanted and replaced.